Event description:
The ICU supervisor alleged that on (B) (6) 2008 a (B) (6) pt forced his weight on the intermediate siderail and fell out of the bed when the siderail dropped to its lowest position. No injury was reported. Maintenance inspected the bed and could not find any issues with the siderails and returned the bed back into service.

Manufacturer narrative:
The tech inspected the siderails and found all of them to be working properly.